Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2183" to "4042." The device was returned to the factory for evaluation on 06/07/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The intact seal and tension spring assembly was observed outside the loading device and the delivery device. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000296347 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hst iii system (3.8mm) loaded the umbrella and couldn't pull it out. The user was following step by steps 1, 2, and 3 and when they did step 4 they could not pull the delivery device out from the loading device. The blue slide lock was engaged. The seal did not make contact with the patient's aorta; it didn't use to the patient. The dark gray actuation button at the top was not depressed. They change to a new one to use instead. No delay. There was no harm.